Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# v210850, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v561214, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that they&#38277; had three deep brain stimulator (dbs) devices and they "are not working." No interventions, troubleshooting, potential causes or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: essential tremor movement disorders.